Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained tachycardia episodes and short interval counts (sic). The pacing impedances were variable from 460 to 750 ohms. Oversensing was noted with pocket manipulation. The patient was seen in the office a week later and no oversensing was noted. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.